Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the device tip had an abnormal protrusion. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. After opening the package, it was found that the device could not be used normally and the device was broken. The device tip had an abnormal protrusion. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. No issues were noted along the hypotube shaft. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No device issues were identified during returned product analysis.

Event description:
It was reported that the device tip had an abnormal protrusion. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. After opening the package, it was found that the device could not be used normally and the device was broken. The device tip had an abnormal protrusion. The procedure was completed with another of the same device. The patient condition following procedure was stable.